Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6), 2010. According to the complainant, during preparation for insertion of the sheath, the patient was dilated to 8mm. Then, during the hysteroscopy phase of the procedure, they were unable to maintain a proper seal and, as a result, a leak was observed at the cervix. Although a second tenaculum was placed, leaking continued. The procedure was aborted and the device was removed from the patient. The procedure was completed without complications using a novasure device. It should be noted that the cervix was reported to be patulous. Clinical follow up information revealed that the patient was not on cycle, there were no alarms or error codes and no burns were sustained. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.